Event description:
Adverse event(s): "iatrogenic retinal tear" (retina, tear(s) in). Product problem(s): "product was mistakenly injected instead of another product; packages of products should be more distinguishable." (Packaging issue). A surgeon reported during vitreous surgery for a retinal detachment, that this product was mistakenly injected instead of another product. A large iatrogenic retinal tear appeared at temporal region of macula. The correct product was then injected and the surgery was finished. A secondary procedure was required (details unknown). Postoperatively, nasal visual field defect remained. Permanent visual impairment was expected due to the underlying traumatic macular hole. Customer stated packages of products should be more distinguishable. Additional information was requested.

Manufacturer narrative:
Lot number was not provided. The product labeling for these two products show a distinguishable difference between the lettering and coloring. There have been no similar reports. Additional information has been requested regarding patient treatment(s) and outcome. (B) (4). (B) (4). (B) (4).